Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Examination of provided x-ray images finds nothing indicative of a product problem. It is noted, and as evidenced by other hardware in the images, the patient has had an acetabular repair even prior the depuy devices having been placed. A root cause for the problems reported cannot be determined. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. An mre (device history record) review will not be performed even when lot code(s) are known.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b1 (is product problem), b5 and h6 (clinical codes). H6 health effect - clinical code: appropriate term / code not available (e2402) used to capture the blood heavy metal increased. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h6 (device codes).

Event description:
Medical records were reviewed: leading up to the revision operation on (B)(6) 2021, the surgeon noted on examination he could hear a little ratcheting when the patient hyperflexes. Cobalt and chromium levels were 15 and 2.5. Unit of measure not given. MRI findings indicated a bit of an adverse reaction to metal debris as well as a little bit of lysis. The surgeon indicated the main issue was the metal debris without significant lysis. On (B)(6) 2021, the patient underwent a left hip revision to address metallosis, ratcheting, and increased discomfort. The surgeon noted there was a large rent directly posteriorly in the capsule. Also, there was mild taper corrosion that was cleaned. The asr components were revised with a depuy gription shell, altrx polyethylene liner, three dome screws, and depuy cobalt chrome head.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision of left total hip to address metallosis. Date of implantation: (B)(6) 2007; date of revision: (B)(6) 2021; (left hip). Treatment: revision of the asr cup, asr femoral head, and asr femoral sleeve; s-rom femoral stem and s-rom proximal sleeve retained.